Event description:
Additional information was received for this case. MRI images from 4 years post-implant revealed that a stent graft system had been implanted in the aaa. The max diameter aaa was approximately 7cm. Contrast was seen in the distal sac as well as outside both stent graft limbs implanted within the left and right iliac arteries. This appears to be a distal type ib endoleak; bilaterally. There is good sealing length but no radial apposition to the iliac arteries. The distal stent graft flow lumen diameter on both iliacs is approximately 14mm, and the iliac diameter where contrast is seen is 18-19mm max. There may also be a type ii endoleak in the posterior sac however low image resolution cannot confirm. Angio images revealed that the bifurcate ipsi limb was placed into the left common iliac, and the contra limb and extension into the right common iliac. There are bilateral distal type I endoleaks. The distal stent graft od's measured 16mm bilaterally; there appears to be no radial apposition to the iliac vessel. On the left side, an endurant limb was placed extending 2 stent rings to just proximal to the left internal iliac. On the right side, an endurant limb was placed extending 2 stent rings to just proximal to the right internal iliac. A stent was also implanted into the left external iliac. Final angio showed resolution of the endoleaks. MRI showed that a segment of the left iliac limb within the left common iliac artery appeared totally occluded. Flow resumed distally at the iliac bifurcation. The cause of the occlusion could not be determined; however, it was noted that the image had deletion artefacts; therefore, no other information is available at this time. There is also contrast seen within the distal sac and right iliac; however the type and cause of this endoleak could not be determined.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; type ii endoleak); other (insufficient information; cause is unknown) conclusions: known inherent risk of a procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; type ii endoleak); other (insufficient information; cause is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 13 mm, proximal diameter of non-aneurysm aortic neck was 24 mm, and distal diameter of non-aneurysmal aortic neck was 28 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 0%. Post discharge imaging revealed a type ii endoleak, and subsequent follow-up imaging showed progressive increases in aneurysm diameter. Approximately 4 years post implant, a mra with contrast noted combined type ib and type ii endoleaks with aaa sac enlargement to 71 mm. Placement of bilateral prosthetic limb extensions resolved type type I endoleak. No interventions were performed to correct the chronic type ii endoleak. The investigator assessment states that the event is related to both the device and the study procedure. No additional clinical sequelae were reported and the patient is fine.